Manufacturer narrative:
(B)(4). Device and initial implantation details unavailable at the time of this report , this report is filed on september 16, 2016. Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (date not reported), in order to place an internal magnet.